Event description:
Reporter indicated that vns pt was seen in hospital emergency room due to increased heart rate. The pt also reported neck pain and increased hoarseness during the episode. It was reported that the pt's symptoms immediately subsided when the magnet was placed over the device, temporarily discontinuing stimulation and that symptoms immediately recurred when magnet was removed and stimulation resumed. The pt's device was programmed to off. Treating neurologist suspects device malfunction, although device diagnostic testing at office visit was within normal limits. The elective replacement indicator was no, indicating that the generator had not reached end of service. Dilantin level was reportedly near peak at the time of the emergency room visit. Neurologist made no medication changes at follow-up office visit and plans to recheck dilantin level soon. There are no plans to reprogram the device to on. Neurologist is considering explant and is undecided whether or not the pt will be reimplanted. Neurologist has instructed the pt's family member to observe for any worsening of seizure control in the absence of the vns therapy in an effort to determine the therapeutic effect prior to deciding whether or not to reimplant.